Event description:
The endostapler was fired twice with no problems during a laparoscopic low anterior resection. On the third fire with the 60-3.5 roticulator reload, the reload fired then fell out of the endostapler handpiece. Staff could not get the reload to unlock from the patient's tissue. A new endostapler with a new reload was then fired successfully. There was no harm to the patient as a result of this malfunction.